Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received two devices. The visual inspections noted that the devices were returned sealed in the original packaging. No visual abnormalities were noted. A functional evaluation found that the balloons were inflated with no leaks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, when entering the abdomen maintaining a working space to perform the operation, sixteen balloons failed to inflate. Used a balloon from different batch to complete the procedure. There was no patient injury.